Event description:
It was reported via a clinical study, that a patient who had a reverse total shoulder arthroplasty reported having pain with range of movement. Action taken is a revision is to be scheduled. The outcome is continuing at this time. No further information.